Event description:
It was reported that occlusion alarms occurred. The issue caused the customer¿s blood glucose to display "high," but the specific value was unknown. The customer attempted to address the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer was using humalog u-500 insulin with the pump. Tandem customer technical support informed customer that humalog u-500 insulin is off-label per the user guide. The customer changed supplies as needed and resumed insulin therapy.